Manufacturer narrative:
Device remains implanted in the patient, therefore, an evaluation could not be performed. The lot number is unknown at this time. Breakage of any carbon fiber implants is not unanticipated and the instructions-for-use (IFU) supplied with these products address the fact that excessive torque applied to the long-handle insertion tools attached to the insertion holes or direct application of loads can split or fracture the implants. Device remains implanted in patient.

Event description:
Contact reported leopard cage broke upon impaction into the disc space. The majority of the cage remains in the patient. The broken pieces were removed and thrown away. There was no adverse consequence to the patient.